Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. There was no excessive "no delivery" error alarm noted and no cosmetic damage noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.(B)(4)

Event description:
It was reported via phone call that the customer kept receiving a no delivery alarm on the insulin pump. Customer's mother stated that everything has been changed on the customer's body. Customer had a high blood glucose at the time of the incident. Customer stopped using the pump and treated with an old pump and an injection. Customer feels okay now. Customer has changed sets, sites, and used a different pump without any alarms. Customer went back on his old pump using the same reservoir and infusion set and did not have any issues. Customer was advised that the pump will need to be replaced.